Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported for general instruments."

Event description:
During a bunion procedure, the screwdriver tip fractured in the patient. The fractured pieces were removed from the patient and another screwdriver was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device is deformed and fractured at the tip. However, the driver tip twisting is intentionally designed in order to prevent the screw head from fracturing or stripping out. The root cause of the event was most likely due to too much torque applied than the driver was designed to withstand and the driver tip twisted to prevent damage to the screw and ultimately fractured. However, a conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue.